Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure at the basilar artery, the subject stent was unintentionally deployed prematurely inside the microcatheter ¾ of the way in and was left inside the microcatheter. A second stent was deployed successfully. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in the microcatheter. There was blood observed on the outer body catheter. Visual examination of the returned device revealed that the outer body was separated on its proximal/middle junction. The outer body was kinked 12.cm from its proximal end. It was compressed at 51.0cm from its proximal. The inner body had been kinked 6.5cm from its proximal end. The inner body distal shaft had been separated on its middle/distal junction. The inner body distal shaft was not returned. During investigation, the stent was pushed out of the catheter. The stent was examined. And was found to be conforming to its visual specifications. The catheter (non-stryker device) was kinked on its shaft. Information from the complaint indicated that continuous flush was maintained and the patient's anatomy was minimally tortuous. There was no damage noted to the device prior to use and the stent delivery system was prepared as per the dfu. There was blood noted on the stent delivery system during analysis. The presence of blood is an indication that continuous flush was not maintained. The lack of continuous flush could have caused the reported and analyzed issues; however, information available indicated that continuous flush was maintained. Therefore a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure at the basilar artery, the subject stent was unintentionally deployed prematurely inside the microcatheter 3/4 of the way in and was left inside the microcatheter. A second stent was deployed successfully. There was no impact to the patient.